Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call stuck button error alarm on the insulin pump. Customer's blood glucose level was 19.7 mmol/l. Troubleshooting for the stuck button error alarm was performed. Customer stated the stuck button error occurred for five minutes. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.